Event description:
While using complete moisture plus my eyes displayed burning, itching, tearing and matted up similar to an eye infection. My mom an optician changed my solution to optifree and the symptoms went away within a couple of days. Event abated after use: yes.